Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of device breakage ('it is removed and they didn't get it all/they tried to removed it and didn't get it all') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("it is removed and they didn't get it all/they tried to removed it and didn't get it all"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: I guess they didn't get it all. They tried to removed it and didn't get it all.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of device breakage ('it is removed and they didn't get it all/they tried to removed it and didn't get it all') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("it is removed and they didn't get it all/they tried to removed it and didn't get it all"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: I guess they didn't get it all. They tried to removed it and didn't get it all." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿it is removed and they didn't get it all/they tried to removed it and didn't get it all" was split into meddra pt: breakage and complication of device removal (this las event was added in the case). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a nurse and describes the occurrence of device breakage ('it is removed and they didn't get it all/ they tried to removed it and didn't get it all') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: I guess they didn't get it all. They tried to removed it and didn't get it all." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.